Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on the morning of (B)(6) 2014. The patient manages her diabetes with fixed-dose insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweat and headache" 2 days after the alleged meter issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the battery did not need to be replaced, the correct test strips were being used, the test strips were not identified as counterfeit, the subject meter was not being used for the first time and there was no indication of product misuse. The csr also noted that the subject meter did not turn on when a test strip was inserted or when the power button was pressed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿sweat¿ after the alleged meter issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The type of reportable event is serious injury. This was omitted from the report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/12/2014). The patient¿s meter has been returned on 11/26/2014 and evaluated by lifescan product analysis on 12/2/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have battery holder and pcb contamination around u5, u8, and u2. In addition, a secondary issue was noted when the meter was found to have a dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.